Manufacturer narrative:
The insulin pump had no battery out limit alarm noted. The device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test or test the operating currents due to motor error alarms. The device had cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 173 mg/dl. Troubleshooting was performed. The device was returned for analysis.